Event description:
The tech alleged that the stretcher still rolls after the brake/steer pedal has been set to the brake position. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and the head and foot hex rods to resolve the issue.